Manufacturer narrative:
Submit date: 4/19/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded. Multiple attempts have been made to retrieve additional information and further clarification. To date, no additional information has been provided. If additional pertinent information is received at a later date, this file will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that once the device was plugged, it was noticed that the catheter was cut a couple of centimeters at the basis of the cap at the level of the connector. The customer is not sure which product was involved. The product used was item 8888414813 or 8888413401.